Manufacturer narrative:
Additional information: b5 (area of concern).

Event description:
Additional information was received that the patient treated the upper abdomen, flanks, and upper arms on (B)(6) /2021, and (B)(6) 2023 with coolsculpting cooladvantage, cooladvantage+, and coolsmoothpro applicators and coolcore, coolcurve, coolcurve+, and coolfit and coolsculpting elite curve 150, curve 240, and flat 165 has developed paradoxical hyperplasia (pah/ph). Diagnosed on 11/may/2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional information: a2, a3, a4, b3, b5 (treatment dates, diagnosed areas, applicator, date of diagnosis), d1

Event description:
Allergan aesthetics received a report of a patient treated the upper arm, upper, mid, low abdomen, inner thigh, and flanks on (B)(6) 2021, (B)(6) 2021, with coolsculpting cooladvantage coolcore, cooladvantage coolfit, cooladvantage coolcurve+, cooladvantage coolsmooth/coolsmoothpro, and coolsculpting elite curve 150, curve 240, flat 165 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Event description:
Allergan aesthetics received a report of a patient treated the upper abdomen and flanks on (B)(6) 2021, and (B)(6) 2023 with coolsculpting cooladvantage, cooladvantage+, and coolsmoothpro applicators and coolcore, coolcurve, coolcurve+, and coolfit and coolsculpting elite curve 150, curve 240, and flat 165 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional information: b5 (treatment date). H11 - corrected data: g3 (used to correct aware date), b5 (area of concern).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).